Manufacturer narrative:
Technician found that the head of bed did not raise completely due to defective head cylinder. Replaced head cylinder, did function check to resolve this issue.

Event description:
Info provided alleged that the head of bed would not raise completely. No injury alleged.